Manufacturer narrative:
Additional information: the reported event of noise resulting in oversensing was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an internal insulation abrasion was found between the shock coils breaching the ring electrode cable lumen. The inner coil lumen and the ring electrode ethylene tetrafluoroethylene (etfe) cable coating were intact in this location. One external insulation abrasion was also found between the shock coils breaching the empty cable lumen which is consistent with friction to another device or feature of the patient anatomy and at the suture sleeve tie region breaching the ring electrode cable lumen which is consistent with friction to the suture sleeve with the ring electrode etfe cable coating intact. Electrical testing did not find any indication of conductor fractures. Visual inspection of the lead revealed all other damages were consistent with procedural damage.

Event description:
Additional information received indicated that the lead was explanted and replaced to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of oversensing due to noise noted on the right ventricular (rv) lead. Technical support was contacted and suggest the lead should be replaced. A lead revision procedure is anticipated, and the patient was stable with no consequences.